Event description:
It was reported that rotawire separation occurred and the detached tip remained was unretrieved. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. Rotablation was performed and the 330cm rotawire was removed without resistance or any visual observation of defects. Contrast imaging was performed and it was then observed that there was a rotawire tip separation. About 1cm of the distal tip remained inside the patient's body. The physician decided to leave the detached tip inside the patient's body due to periphery and stenting could not be performed. No further patient complications were reported and the patient was fine post procedure.